Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified in model # and catalog # is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section PMA/510k is for the domestic similar product: k960280. Investigation summary: a 2000e china product was not available for investigation; and details of the lot number were not provided. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during both priming and infusion. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "after the infusion connector was connected, the fluid did not drop, and the patient's physiological reaction (body temperature: 36.6; breathing: 21 breaths per minute; pulse: 82 beats per minute; blood pressure: 120/75 mmhg; peripheral oxygen saturation: 98%)."